Manufacturer narrative:
Zimmerbiomet complaint number cmp ¿ (B)(4). Catalog, lot number, expiration date and unique identifier (UDI) number unknown / not provided. PMA/510(k) number not available. Item and lot number was not provided and the item was discarded and is not being returned. Therefore, with the information provided, no further investigation can be carried out. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the abutments screw fractured.